Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pulse generator declared a battery status of end of life (eol). The local field representative indicated that it was felt that the auto capture feature of the device caused an early declaration of eol. The device was explanted and is to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
The device was returned for analysis.